Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The cca was advised by the patient that alleged inaccuracy began on ¿(B)(6) 2015, around 7 or 8 am¿. The patient reported obtaining an inaccurate high blood glucose result of ¿239mg/dl¿ on the subject meter, compared with ¿164mg/dl¿ on an accucheck meter; the results were obtained less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient currently takes a combination of diabetes medications to manage his diabetes and took no action to his usual diabetes management routine as a result of the alleged inaccuracy. The patient denied that he developed any symptoms. The patient stated that on a doctor¿s office visit he received a new meter from a health care professional (hcp). At the time of troubleshooting, the csr determined that the correct unit of measure, testing steps and approved sample site was used at the time of testing, that the test strips were stored correctly and not passed their expiry date and the vial was neither cracked nor broken. In addition the patient did not have control solution to carry out a test. Replacement products have been sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting, based on the comparison provided, the device malfunctioned.

Manufacturer narrative:
Follow-up # 2 ¿ (06/09/2015). The patient¿s test strips have been returned on 3/25/2015 and evaluated by lifescan product analysis on 5/25/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/18/2015).the patient¿s meter has been returned on 3/25/2015 and evaluated by lifescan product analysis on 4/3/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.